Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with meropen (dose, route, frequency, and duration not reported) for the peritonitis. Treatment with meropen was later discontinued and the patient began treatment with ceftazidime (dose, route, and frequency not reported). At the time of this report, the patient remained hospitalized and antibiotic treatment was ongoing. The patient was recovering from the peritonitis event. Action taken with peritoneal dialysis therapy was not reported. Additional information is not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). Four days prior to the receipt of this additional information, the patient experienced a recurrent peritonitis event. The patient was recovered from the previously reported peritonitis event (previously the outcome was reported as not recovered) and was discharged from the hospital on an unknown date. The patient was not hospitalized for the recurrent peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. The patient was recovering from the recurrent peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported the patient ¿visited the emergency room" for the peritonitis event and was not hospitalized at the time of the occurence. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.